Event description:
It was reported that during a routine follow up post surgery with their surgeon, and upon reviewing films, the patient's tm ardis implant ( that was placed at l5-s1) had migrated. According to the report, the implant was approximately "50% out and had gone central back into the cauda equina". The tm ardis was implanted on (B)(6) 2014 and explanted on (B)(6) 2014.

Manufacturer narrative:
Investigation is in progress.